Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the cheek area is no approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse, into the mid face and cheek area (off label use of device). Radiesse was hyperdiluted at a 1:1 ratio. The lot number for radiesse was not reported. After the radiesse injection, the patient experienced an occlusion. As reported, they have been actively working and following protocols. The outcome of the event was unknown. In the opinion of the reporter, the event was of mild intensity.